Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump case would not clip securely to the customer's belt loop. Subsequently, the pump case would intermittently fall, causing infusion sets to be pulled out. The infusion sets were changed resolving the issue. Additionally, the customer experienced high blood glucose (bg) of 600 mg/dl. Reportedly, customer suspected that the pump settings were incorrect. Bg was treated with a bolus from the pump and manual injections. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.